Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Introducer damage - mechanical (14fr x 13 cm). The introducers were returned and evaluated. Logs are not applicable. The short sheath was leak tested, and a leak was noted on the side of the hub just below the valve. The leak occurred in the pressurized test system around 50 mmhg, which is lower than the 180 mmhg specifications. The root cause of the short introducer damage was most likely a damaged valve since the leak was reproduced in the lab near the valve. Introducer damage - mechanical (14fr x 25 cm). The long sheath was also leak tested and did not leak from the hub until the pressure was above 300 mmhg. No abnormalities were noted from visual inspection. The root cause of the long introducer damage was not determined since the leak was not reproduced under the 180 mmhg specifications and insufficient clinical details were provided.

Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. At start of the case; it was noted that the hemostatic valve was leaking once placed. The sheath was replaced with a short peel away sheath which resolved the issue at this time. During the case once the impella was placed and percutaneous coronary intervention (pci) (drug-eluting stent with intravascular ultrasound) to the left circumflex was started, the hemostatic valve of the impella short peel away sheath was noted to be now leaking as well. Levophed and epinephrine were able to be weaned during the procedure and turned off. The decision was made to keep patient on impella cp support until plan of care could be determined. The peel-away sheath was removed, and the repositioning sheath was inserted and sutured into place. Slack was removed, and the groin was properly dressed. The patient was transferred to the unit on support ans was noted to be in stable condition.